Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that, vitrectomy was done for removing the silicone oil. After removing the oil the surgeon did a wash out to remove the viscoelastic. The bag was ruptured at that time and the lens was dropped.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a combined vitrectomy- cataract extraction with intraocular lens (iol) implant procedure, the lens dropped to the posterior segment. The lens was explanted and replaced with a different model.